Event description:
It was reported that: "the box of goldbal4 balloons that we received has a lot number of 00450199, with expiration dates of (B)(6) 2023 and is unopened. However, the lot number on the invoice is listed as 00282993 and there is a sticker on the back of the box of balloons that says, "not for human use engineering testing only". I just want to make sure we have the correct box of balloons." Incident report form received for this complaint indicated no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4). Note: this complaint file is being reported late as part of a corrective action following an FDA inspection. After a review of historical complaint files, it was determined that for this complaint the device failed to meet its performance specifications according to the initial claim submitted by the user. For these complaints, the potential harm did not lead to a serious injury or death, however the performance specification which was failed to be met for these complaints could have led to a serious injury or death based on the initial information that was reported to balt. The unit listed in the invoice (goldbal4 lot#00282993) was found to be expired before shipping the units therefore they were not selected for this case, however the invoice was not updated to reflect that actual units shipped. The request was made to either order another device from supplier, balt extrusion, or amend the case documentation in order to be able to use one of the gold balloons located in the expanded access quarantine cage. Direction was given from quality to place a sticker for ide case use on the units, however the a similar pink sticker was mistakenly used which was labeled "not for human use engineering testing only". Since this incident, updates have been implemented for expanded access process including the process for identification of expanded access units. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.